Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only lower leg pain complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device and definitely related to the procedure. Based on the instructions for use (IFU), the occurrence of lower leg pain is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry after successful treatment with three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters, the patient reported symptoms of target limb pain. The health care professional (hcp) treated the severely calcified right superficial femoral artery (sfa) and the popliteal artery. The hcp performed an atherectomy on the entire length of the target lesion. He proceeded to use an angiosculpt on the proximal sfa and predilated the entire length of the lesion. The lutonix dcb's were used to treat the entire length of the lesion without procedural issues. A few days post procedure, the patient reported symptoms of target limb pain. The investigator assessed the event was possibly related to the study device and definitely related to the procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturers report numbers are 3006513822-2016-00197 and 3006513822-2016-00198.